Manufacturer narrative:
.

Event description:
The reporter stated that the customer obtained a result of 4.8 inr at 12:30 pm on her doctor's roche coaguchek meter (serial number unknown). At 2:30 pm she stick a different finger and obtained a result of 3.4 inr on her coaguchek xs meter (serial number (B)(4)). It was reported that they went by the doctor's meter. There was no treatment or medication changes. On (B)(6) 2016 around 10:30 am she obtained a result of 2.1 inr on her meter. A few minutes later she obtained a result of 1.5 inr on the doctor's roche coaguchek meter (serial number unknown). It was further stated that they them stuck another finger and the result of 1.6 inr was obtained with her meter using the strips belonging to the doctor. Different fingers were used for each sample. The strips used for the tests in this comparison were the strips from the clinic which are unknown. The customer's therapeutic range is 2.0 to 3.0 inr, the customer does not have any antiphospholipid antibodies. She has not started on any new medications and her diet has not been changed. It was stated that the customer had salad twice the week before the original set of results. The customer feels okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206196-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. Reference medwatch with patient identifier (B)(6) for the unknown strips used in the tests done on (B)(6) 2016.

Manufacturer narrative:
A specific root cause for the event could not be determined. The product was not returned for investigation.